Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unreported date, the patient was started on unknown antibiotic ip for peritonitis. The cause of the peritonitis was unknown. The patient recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13e21067, h13g24034, and h13j16050. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.